Event description:
It was reported that the user experienced hypoglycemia after entering two additional meal announcements into the ilet following lunch, which resulted in excess insulin delivery and a lowest continuous glucose monitor reading of 54 mg/dl; the user was using a libre 3+ and had already treated with oral carbohydrates, including three glucose tablets and four mini pancakes, with glucose trending upward at the time of contact. Symptoms included shakiness associated with hypoglycemia reported. Outcomes included transient low glucose that resolved with oral carbohydrate treatment and no need for further assistance or medical intervention. Customer care provided troubleshooting and education on proper meal announcement procedures. Investigation of this case revealed user-related use error involving extra meal announcements leading to hypoglycemia, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal announcement behavior.

Manufacturer narrative:
Initial